Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is no video signal output to the monitor when the equipment is powered on. At the same time, the cooling system fan was operating at increased speed, indicating abnormal functioning of the electronic components of the device. No negative impact in state of health reported.